Event description:
This is a case report from baxter that refers to a cryocyte container. During the thawing step, the bag was found cracked and the product was lost. The graft proceeded and succeeded with other available bags. There were no clinical consequences reported. Additional information received indicates that the type of cells stored in the bag were cord blood stem cells. Fill volume was 151ml and the date of fill was in 2008. The technician was not exposed to the blood product as a result of the break. The break was at the bottom of the bag. Per the freezing, thawing, and storage protocol: a freezing press is not used, a nicool plus freezer is used, and the bags are frozen at a specific controlled rate. No additional information is available.

Manufacturer narrative:
The actual sample was not available for evaluation. However, photographs are available and a visual evaluation will be performed based on those. A follow-up report will be submitted when this evaluation is complete.